Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal distention and abdominal pain . It was reported the patient presented to the emergency room with symptoms, however, it was not reported if they were hospitalized. The cause of the event was not reported. The patient was treated with mixed antibiotics for the event. At the time of this report, the patient has not recovered from the peritonitis event and was recovering from abdominal distention and pain. Apd therapy was discontinued and the patient was started on capd. The reporter declined to provide additional information.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.